Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Facility discarded.

Manufacturer narrative:
Additional devices listed in this report: cat 5551-g-299, lot 0ahr, description: triathlon asymmetric x3 patella; cat 5565-s-011, lot m6s29aa, description: tri press-fit stem 11mm x 100mms; cat 5521-b-400, lot hpoga, description: tri ts baseplate size 4; cat 5543-a-300, lot huli, description: tri post augment sz3 5mm; cat 5512-f-301, lot hwyr, description: tri ts femur sz3 left; cat 5565-s-012, lot m7m44e, description: tri press-fit stem 12mm x 100mm; cat 5542-a-301, lot fowt, description: triathlon femoral distal augment 15mm - size 3 left; cat 5541-a-301, lot gioi, description: triathlon femoral distal augment 10mm - size 3 left. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The provided x-rays and primary op reports were deemed insuficient for medical review by the clinician as clinical history and confirmation of patients demographics are required to complete the review. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Left knee poly exchange and washout. Suspected infection.

Event description:
Left knee poly exchange and washout. Suspected infection.